Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/18/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the sample it was observed a crease on anterior view. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 350cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. On (B)(6) 2018 patient had a biopsy/medical procedure done which possibly punctured the left sided breast implant. The left sided deflation was confirmed by a physician on (B)(6) 2019. As a result, patient underwent bilateral removal and replacement with two 480cc mentor smooth round ultra high profile memorygel breast implants (l) catalog: 3505480bc lot: 7732953 sn: (B)(6) catalog: 3505480bc lot: 7729759 sn: (B)(4) on (B)(6) 2019.